Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture. Intra-operatively, the liner was found to be worn. The omniflex size 11 stem, a femoral head, and a liner were revised to a competitor stem and head with a stryker liner. Rep confirmed there are no allegations against the revised femoral head. Rep provided a pre-revision x-ray and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event an event regarding periprosthetic fracture involving an unknown omniflex stem was reported. The event was confirmed by clinician review. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "x-ray confirms periprosthetic fracture, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components." Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, primary and revision operative reports, clinical and past medical history, additional serial dated x- rays and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture. Intra-operatively, the liner was found to be worn. The omniflex size 11 stem, a femoral head, and a liner were revised to a competitor stem and head with a stryker liner. Rep confirmed there are no allegations against the revised femoral head. Rep provided a pre-revision x-ray and reported that no further information will be released by the hospital or surgeon.